Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's screen is unresponsive to touch. The customer reported the screen has delaminated on the bottom right corner of the assembly. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.